Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed that the knife was damaged with a missing piece. The reported condition was confirmed because the knife showed mechanical damage. The investigation showed that the knife was chipped with the chip missing. The knife-damage is consistent with inadvertently cutting on a hard object, such as a staple. Such mechanical damage could bend the knife and make the knife movement more difficult. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation identified the root cause of the reported event to be user. The instructions for use (IFU) states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device's knife blade did not advance. Replaced with new similar device and it worked fine which completed the procedure. Nothing broke during the procedure. There was no patient injury.